Event description:
On 11.06.09, covidien was informed of a customer who had an issue with a dental needle. The attorney alleges that on or about (B) (6) 2008, the dentist attempted to perform a filling in a tooth on the lower right side of the pt's mouth. During this procedure, the dentist administered local anesthetic via a needle and syringe to the pt's gum. While the dentist was attempting to administer the anesthesia, the needle fractured leaving a portion of the needle in the jaw muscles of the pt. To date, despite multiple attempts, the needle has been unable to be recovered from the pt's jaw and remains lodged there within.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.